Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any power reset events. Investigation did not find any damages to the battery compartment or cap. The battery cap contact measurements were within specifications. The pump powered on with the appropriated audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened to further investigate and no evidence of moisture intrusion or damages to the power circuit was found inside the pump. The investigation was unable to duplicate the reported power issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump powered off whenever it was jolted. Patient reported that the battery cap and compartment were undamaged and there was no moisture or corrosion in the pump. Patient stated that the battery cap was replaced about 3 months ago but it did not fully secured per instruction for use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.